Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's right ventricular lead was sensing noise. No intervention was performed. The patient was stable and would continue to be monitored.